Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was stiff man's syndrome and intractable spasticity. The patient reported that he had a coma with his third pump.